Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil, the delivery wire, and introducer sheath were returned. The main coil and the delivery wire were not interlocked. Visual analysis showed that the main coil was detached at the coil arm section, and it was observed to be stretched at the coil arm section. Under the microscope, it was observed that the main coil was detached, stretched and kinked at the coil arm section. Functional testing could not be performed since the main coil and the delivery wire were not interlocked. The coil dimensions that could be measured were inspected and were within specification.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the coil could not be removed from the catheter. A 6mm x 20cm interlock -35 coil was selected for use in the varicose veins of gastric fundus. During the procedure, it was noted that the coil could not be withdrawn from the catheter normally. The device was removed together with the catheter. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the main coil was detached at the coil arm section.